Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on 10/12/2015 to report that a (B)(6) male patient had a rash. The rash was located under the ECG electrodes on both sides of his body. The patient reported that he had a history of the rash and received it yearly due to weight and weather. The patient's physician prescribed the patient a medication. Follow-up indicated that the rash had healed.